Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device did not detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation but the customer was able to provide the device log files for evaluation. During the investigation it was noted that the reported error code was observed in the data file. The data file shows that the error was present from on (B)(6) 2025. The complaint is closed as unaddressed /advisory message. No emerging trend based on similar reports.